Event description:
On 2/26/: cardiac cath in progress. (Angio). Balloon was inflated in prior stented coronary artery. Balloon burst and part broke off from cath & migrated to rfa; then seemed to float downstream. Unable to find piece upon exploration of groin. No foreign body found.